Event description:
It was reported that black foreign matter was found in the bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "black contaminants in 18g and 19g needles".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-21. H6: investigation summary three photos and one sample were received by our quality team for evaluation. From the photo, black foreign matter was observed on the hub for the reported 18g needle. The sample was subjected to visual inspection to check for foreign matter. Loose black foreign matter was observed on the needle; therefore, the team was able to confirm the customer experience based on the sample evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loose black foreign matter sent for fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The ftir results indicate that there was no good match available in the library, however it indicated that there were similarities with a mixture of silicone, polycarbonate, and other unknown compounds. The assembly process was reviewed. Based on the location of the foreign matter, the foreign matter could have come from the hub loading feeding track. There might be an accumulation of the polypropylene / polycarbonate dust on the side of the track due to inadequate cleaning resulting in the foreign matter stuck to the hub. The assembly weekly preventative maintenance has been revised to add the cleaning of the hub loading feeder track. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "black contaminants in 18g and 19g needles".